Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing noise, and a fracture was suspected. Initially the device detections were programmed off and subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.